Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx drug eluting stent was implanted in the ostium left main with satisfactory results reported. Six months later the patient presented with unstable angina and was admitted. Angio revealed severe mid lad stenosis. After wiring, an attempt was made to pass the stent through the lm to the distal lumen. Oct imaging revealed stent mal-apposition of the previously implanted resolute stent as the wire had entered the lm between the struts of the resolute and the vessel wall. An ivus probe was advanced to obtain access to the true stent lumen, severe lm stent compression / stent recoil was noted. The lm stent was dilated with a nc balloon with good ivus final results. The procedure was continued with the mid lad receiving a non-medtronic stent.